Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported prosthesis is broken diagnosed via MRI. This relates to right side. Device remains implanted.

Event description:
Previous medwatch submission noted, rupture. Upon further information, allergan has determined, that the event of rupture did not occur.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis is broken".

Event description:
Patient reported "prosthesis is broken" diagnosed via MRI. This relates to unknown side. Device remains implanted.